Event description:
"Operating room nurse reports balloon on trocar did not inflate. This failure constituted a potential risk to pt or employee and an incident report was filed."

Manufacturer narrative:
The incident device was not returned for evaluation. In the absence of this subject device, it is not possible to determine the cause and failure mode. A review of the device history record will be completed and a final report will be submitted.